Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Actual sample not available for evaluation and the lot number is known. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A european team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after august 2008 with a ph above 7.3 at final analysis is not released. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. This MDR is being submitted as part of baxter renal's retrospective review and remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
This is a case, which was reported to baxter (B)(4) on 16 october 2008. The complaint was received from (B)(6) hospital and refers to an incident involving accusol (bwpe9005c) on batch number 08e03g70. The reporter states that they have experienced a precipitate with this batch exactly the same as the one experienced with the affected batches listed in the medical device alert. There was one bag, which affected the patient but the patient does not appear to have experienced any ill effect as they noticed the precipitate quickly. He has contacted edwards life science and left a message as they have previously replaced effected filters. He will check the stores for any other bags with this batch number and remove them. The sample is unavailable. No patient injury or medical intervention was reported.